Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224 was displayed on the monitor, and the cable/connector was faulty. Based on the results of the investigation, a root cause could not be identified. It was likely that the camera was unable to white balance due to error e224, which was caused by a faulty cable connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the camera head displayed error code 224. There was no patient involvement.